Event description:
Senseonics was made aware of an incident where the user complained of discrepancies between cgm readings and bg measurements. The issue resulted in early removal of the sensor.

Manufacturer narrative:
Based on the escalation analysis a sensor replacement was approved due to system performance. However, the sensor was not returned by the time of complaint closure, preventing further evaluation. The sensor had been in use for 333 days and was nearing the end of its intended life; therefore, the user was advised to contact their healthcare provider (hcp) to schedule routine sensor removal and re-insertion.